Event description:
Avid medical complaint # (B)(4). Avid medical received a complaint on 12/12/2022 that stated "when the 3m 1015 drape was removed, the adhesive lifted the patient¿s skin." Medical treatment was provided.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. All information reasonably known as of 10jan2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. O&m halyard, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that o&m halyard, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has not been returned. During this inspection, no issues were detected. Photos and samples were not received, details have been forwarded to 3m with a request for documentation outlining their findings and any corrective actions taken. An inspection of our in-house stock was completed. We no longer have the complained lot on hand. As a precaution additional lots on hand were inspected. During the review the reported issue could not be detected. No supplier response has been obtained to-date from 3m. Avid medical will continue to track and trend for any future recurrence of this issue and evaluate for further corrective actions. All information reasonably known as of 25apr2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by o&m halyard, inc. Represents all of the known information at this time. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that o&m halyard, inc. Product is defective or caused serious injury.